Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the referenced device was being utilized on the colpotomy around a metal cup. The probe of the referenced device was reportedly broken off and fell into the patient's body cavity which was reportedly retrieved with an unidentified device and the intended procedure was said to have been completed with no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information, but, no further details were provided. Olympus followed-up with the sales representative to obtain additional information regarding this report. The sales representative who was present during the procedure reported that the referenced device came into contact with an unidentified uterine manipulator and had broken off on the metal cup of the uterine manipulator. The broken probe was said to have been retrieved with an unidentified grasper and the intended procedure was said to have been completed with a non-olympus reusable handpiece. The users reportedly received an ultrasonic error with an unspecified error code during the procedure. There was reportedly no excessive bleeding observed during the procedure. The device referenced in this report was returned to olympus for evaluation. The referenced device was visually inspected and the probe was noted broken off and was not returned. There was some tissue build-up found on the jaw and at the base of the probe. The teflon pad was slightly melted at the proximal end. There was some restriction noted on the wiper movement due to tissue build-up. The device had been forwarded to the original equipment manufacturer (OEM) for further evaluation. This report is being submitted as a medical device report in an abundance of caution.